Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 43 mg/dl at the time of the incident. The customer was at 105 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed and the customer stated the reservoir was pushed while the customer was connected. The customer also got a no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Pump passed the delivery accuracy test at 0.08750 inches.